Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered various rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. After one of the atp, the rhythm accelerated into ventricular fibrillation (vf). The first shock then converted the vf, but the rate remained high and more inappropriate shocks were delivered due to the atrial originated arrhythmia. Also, functional under sensing was observed at the electrogram (egm). Various programming and medical options were discussed. The crt-d remains in service. No additional adverse patient effects were reported.